Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing was caught in the pouch seal. The reported condition was verified. The cause of the condition was determined to be a sealing issue during the packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set was pressed together, further described as the line was compressed and occluded flow of fluid. The event occurred before patient use. There was no patient involvement. No additional information is available.